Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Nsvt contributed to the false detection. The pt was reportedly conscious during the event. The pt reported that he remembered the alarms and pressing the response buttons. Review of the event indicates that the response buttons were pressed briefly before and after the event. The pt did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention and continued use of the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: electrode belt sn (B)(4): 03/01/2012. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).